Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Cross pin cold welded into the cutting block.

Manufacturer narrative:
Reported event: an event regarding alleged seizing involving an unknown instrument cross pin was reported. The event was confirmed. Method & results: -device evaluation and results: the cross pin was jammed in the triathlon guide. The mar group determined the reason the implant cross pin became stuck within the guide was due to galling which occurred during use. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was determined by the visual unknown cross pin was jammed in the triathlon guide and not being able to be removed without damaging the device. Mar group concluded that the reason for the implant cross pin becoming stuck within the guide was due to galling which occurred during use.

Event description:
Cross pin cold welded into the cutting block.